Event description:
It was reported that during an unspecified procedure, a spontaneous stent deployment occurred. The location and nature of the lesion are unknown. There wallstent-unistep plus delivery system was advanced to the lesion for treatment and the stent deployed spontaneously. A snare was used to retrieve the stent successfully. No patient injuries or complications were reported. The patient's status was reported as "stable." Multiple attempts to obtain additional information have been unsuccessful as the physician is no longer with the hospital.

Manufacturer narrative:
The complainant indicated that the wallstent-unistep plus delivery system will not be returned for evaluation; therefore a failure analysis of the wallstent-unistep plus delivery system could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.